Event description:
It was reported to MFR that the site's hand held screen continuously froze following successful interrogation of vns pt's devices. Troubleshooting which included performing a soft reset or removing and re-inserting the flashcard was performed to temporarily resolve the frozen screen. The site requested that a new hand held be sent to replace the non-working device. The hand held and software have been returned to MFR and analysis is underway.